Event description:
Information was received that during use of this smiths medical cadd administration sets, fluid leaked out of the sets at the filter site was noted. It was reported that the sets was being utilize for the administration of intermittent antibiotics and doses were prepared in 250ml bag. According to the report, the patient reported that" fluid was leaking out of the set at the filter site after eight hours in use". Subsequently, the bag and tubing were changed. No reported adverse effects.